Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
The patient reported their blood glucose (bg) level reached 16 mmol/l (288 mg/dl), while wearing the pod between 4 and 24 hours. The patient reported they hit a door and later noticed the pod leaked insulin and became loose from the infusion site (arm), causing the cannula to dislodge. Treatment information was not provided.